Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Lead dislodgement was noted on the left ventricular (lv) lead. A venogram was performed prior to explant which confirmed dislodgement of left ventricular lead. The left ventricular lead was explanted and replaced. The patient was stable before, during and post procedure.